Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was cracked and unresponsive. There may have been patient involvement associated with the reported event. This device had been sent out with a resident (patient) who had an offsite appointment as their backup ventilator. When the device came back with the resident after their appointment, it had a damaged lcd touchscreen and the display was unresponsive. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to gather additional information from the reporter; however, those attempts have been unsuccessful.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a cracked and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).